Manufacturer narrative:
B5: upon follow up the caregiver reported ¿the cassette appeared perfectly fine. However, they did notice a hole in the patient line. There were no alarms¿. H10: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that as soon as peritoneal dialysis (pd) therapy was started, the amia automated pd cycler set leaked. The leak was further described as ¿the cassette set sprung a leak near the patient line¿. It was not reported if the patient was hospitalized for the event. The patient presented to the pd clinic and received intraperitoneal vancomycin (2000mg, discontinued) and cefepime (2000mg, discontinued). At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, one (1) companion samples was received for evaluation. Visual and functional testing, including leak testing were performed. Visual inspection with the naked eye did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak test, clear passage, and clamp function testing were performed and no issues were identified. The reported condition was not verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.